Event description:
It was reported that a g2 filter that was implanted just below the renal veins in a pt with cava measuring 14 mm, had migrated caudally 4-5 cm, with some of the legs extending into one of the iliac veins. It was reported that the filter was nearly horizontal, with the tip abutting the caval wall. The pt underwent "extensive" spinal surgery post filter placement, in which the surgical team accessed the spine posteriorly. The dr plans to retrieve the filter at some point in the future. No reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number and catalog number were unknown. The sample has not been returned for evaluation. Numerous unsuccessful attempts have been made to obtain further info about this event. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.